Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and failure analysis confirmed and replicated the customer's reported issue. The endoscope was visually inspected and found with attached endoscope adapter (aea) delring degradation. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone b of the endoscope cable. The endoscope was also found with cosmetic damage. The endoscope housing shell exhibited laser marking fading and/or removed. The endoscope cable integrated connector housing exhibited discoloration. The endoscope was placed on a diagnostic tester for functional testing. The light leakage test was performed, and the endoscope was found with artifacts in right eye. The camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the failure is not determinable or applicable at this time due to various factors that complicate identification, such as residue or contamination on the component, damage during use or reprocessing, or potential defects in the printed circuit board (pcb) or other faulty components.

Event description:
It was reported that during a training/demo of the da vinci system the 30-degree endoscope plus had non-intuitive motion. There was no report of patient involvement.